Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of cassette not attached alarm was not verified. The event log shows cassette not attached properly alarms in the log on (B)(6) 2018. Service will replace the downstream occlusion sensor as a preventative measure. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd solis vip pump had cassette not attached alarm. No reported adverse effects.